Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the tube was in place a minute or two before the leak was noted. The event occurred after intubation and required replacing the breathing tube with another. The patient did not desaturate as a result of this incident. There was no visible damage to the device."

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak - device leak - cuff" could not be confirmed based upon the sample received. The customer returned one unit 5-10311 et tube, hvt, 5.5 for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that: "the tube was in place a minute or two before the leak was noted. The event occurred after intubation and required replacing the breathing tube with another. The patient did not desaturate as a result of this incident. There was no visible damage to the device."